Event description:
Plaintiff's attorney alleged that plaintiff's contact with a penrose drain resulted in latex allergic reaction. The "re" was no complaint filed by the plaintiff or the health care facility when the alleged event occurred. This info was reported to law dept. And is being handled by them.